Manufacturer narrative:
(B)(4). The actual device product code and batch number associated with this event is not known. These following possible product codes correspond to reported possible batch numbers: product code j267h and batch # jmk776, exp. Date 10/31/2020, MFR. Date 11/25/2015; product code j266h and batch # jl7734. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of voluntary medwatch report # (B)(4). Two additional files have been created to capture the other patients. Medwatches will be sent for each. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For each patient event provide the following additional information: what is the name of the procedure? What tissue layer was the 0 vicryl suture used on? What tissue layer was the 2-0 vicryl suture used on? Can you identify which product was used on each of the 3 patients? What date did the patient develop symptoms? Was the patient incision cultured and results? How was the infection treated? Do you have any samples of lots jmk776 or jl7734 for evaluation? Did the patient show any signs of infection pre-op? What in the physicians opinion are the factors contributing to the event? Where were the sutures tested? Can you provide the specific testing that was performed on the suture? Patient demographics: initials / ID; age; bmi; gender. What is the most current patient status? Additional information was obtained: the risk manager has no information about the event details, patient details, current condition of patients. She was not sure which product lot and product code was used in each patient. The reported lot numbers (jmk776 and jl7734) were found in the room and she was unsure if the product with those lot numbers were used on any of the patient. She told that all she knew was total of 3 patients were involved. She is not sure if any of the devices is available for return and that she has to check with her staff. She informed that any questions or requests regarding this matter could be resent to her via email and she would provide any information, if she gets from other resources.

Event description:
It was reported that the patient underwent a total joint/ orthopedic procedure on unknown date and the suture was used. A few weeks after the procedure, the patient experienced superficial surgical site infection. The suture was removed. It was also reported that the culture test was positive with coagulase negative staphylococcus plus bacillus species or just coagulase negative staphylococcus, and may be attributed to contamination during testing. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Event date (B)(6) 2016. What tissue layer was the 0 vicryl suture used on: subcutaneous; what tissue layer was the 2-0 vicryl suture used on: subcutaneous; can you identify which product was used on each of the 3 patients: no, not specific per patient; do you have any samples of lots jmk776 or jl7734 for evaluation: no; did the patient show any signs of infection pre-op: no; what in the physicians opinion are the factors contributing to the event: possible closing technique issue by pa; conducted observations of staff and pa as the common denominator in all three ; where were the sutures tested: (B)(6); can you provide the specific testing that was performed on the suture: manual micro sterility test out of 9 sutures tested; all negative except for (one coag + staph; one coag neg staph + bacillus species) - probable contaminant; continued info - patient 2 of 3: what date did the patient develop symptoms: (B)(6) 2016; surgery on (B)(6) 2016; was the patient incision cultured and results: (B)(6); how was the infection treated debridement: antibiotics; (B)(6).